Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, the stent balloon burst on the second inflation. After stent placement balloon dilation was performed without changing the position. On the second inflation the balloon was inflated to a pressure of 12atm and incomplete expansion was noted. On the third attempt there was no expansion achieved. Immediately after the device malfunction occurred, a dissection was revealed through ivus. The target lesion was located in the circumflex (cx) which exhibited mild calcification, no tortuosity and 75% stenosis. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated with a non medtronic balloon 2 times at 12 atm for 15 sec x3. No resistance was encountered during delivery of the device. Excessive force was not used during delivery. Post dilation was not performed. Post procedure residual stenosis was 30%. Although the dissection occurred immediately after onset, it had subsided by the end of the procedure, and the procedure was concluded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later detailed that the dissection was considered to have occurred at the time of the balloon rupture. The resolute onyx was fully deployed in the lesion and securely adhered to the vessel. Ivus images were checked and it was confirmed that the stent was crimped. It was highly likely that the dissection was caused by the rupture of the delivery system balloon rather than the stent itself. It was decided to observe the patient and there is no further information of any sudden change afterwards. The patient was safely discharged. No further patient complications have been reported as a result of this event. Product analysis: the device was returned with the balloon folds in a post inflated state. Blood was visible in the balloon. The balloon failed the negative prep test. Upon pressurisation of the device, liquid was observed exiting the balloon working length, and the balloon failed to maintain pressure. Visual inspection revealed a pinhole leak in the balloon material. A bend was evident to the hypotube. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.